Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient sample tested on a cobas 6000 c (501) module. The initial sodium result was 102 mmol/l. The initial result was reported outside of the laboratory. The doctor called the patient and had them go to the emergency room (ER) to have another blood sample drawn and tested at a sister laboratory site. The sodium result from the new blood draw was 136 mmol/l. The customer was notified of the difference in results, so the customer pulled the original sample and retested the sodium on another analyzer. The retest sodium result was 139 mmol/l. The retest sodium result of 139 mmol/l was deemed to be correct and a corrected report was issued. The customer was released from the ER after the results came back normal. The sodium electrode lot information was requested but was no provided. The samples were aliquots that were poured off into false bottom tubes. The field engineering specialist found the root cause. He found salt build up under the electrode block. He cleaned the ise electrode block, he verified sample probe alignment, he checked the gear pump pressure, and he checked the external probe wash and rinse levels. He ran precision testing with acceptable results. The customer ran qc which the customer found the results to be acceptable. Further investigation confirmed the field engineering specialist initial finding as the root cause.